Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with shortness of breath, chest pain and their heart rate was low, lower than set parameters on their implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.